Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) after giving the dose and measuring bgl has reached 500 [hyperglycaemia] pen is not releasing the insulin dose as expected [device failure] an error message has begun to appear during the injection [device information output issue]. Case description: this serious spontaneous case from the united arab emirates was reported by a patient family member or friend as "after giving the dose and measuring bgl has reached 500(hyperglycemia)" with an unspecified onset date, "pen is not releasing the insulin dose as expected(device failure)" with an unspecified onset date, "an error message has begun to appear during the injection(device image display error)" with an unspecified onset date, and concerned a 7 years old patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", the patient's gender, height, weight and body mass index (bmi) were not reported. Dosage regimens: novopen echo plus: medical history was not provided. It was reported that on an unspecified date, recently an error message has begun to appear during the injection and patient's pen was not releasing the insulin dose as expected and this was detected since after giving the dose and measuring blood glucose level it has reached 500 (unit not reported). Batch numbers: novopen echo plus: unknown action taken to novopen echo plus was not reported. The outcome for the event "after giving the dose and measuring bgl has reached 500(hyperglycemia)" was not reported. The outcome for the event "pen is not releasing the insulin dose as expected(device failure)" was not reported. The outcome for the event "an error message has begun to appear during the injection(device image display error)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). After giving the dose and measuring bgl has reached 500 [hyperglycaemia]. Pen is not releasing the insulin dose as expected [device failure]. An error message has begun to appear during the injection [device information output issue]. Case description: this serious spontaneous case from the united arab emirates was reported by a patient family member or friend as "after giving the dose and measuring bgl has reached 500(hyperglycemia)" with an unspecified onset date, "pen is not releasing the insulin dose as expected(device failure)" with an unspecified onset date, "an error message has begun to appear during the injection(device image display error)" with an unspecified onset date, "left the needle attached to the pen between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 7 years old patient (gender not reported) who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", on an unspecified date, recently an error message has begun to appear during the injection and patient's pen was not releasing the insulin dose as expected and this was detected since after giving the dose and measuring blood glucose level it has reached 500 (unit not reported). It was reported that patient used novopen echo, half unit since approximately 9 months patient generally reuse needles sometimes and leave the needle attached to the pen between injections . Patient reported that same normal force was required to inject, used novorapid insulin and don't re-suspend it. The dosage was calculated based on the recommendations of the treating physician. Patient was been trained by a health care professional in the use of the novopen and the operator of the device at the time of the event was guardian. No recently change in diet was reported. Needle to the pen was attached in 180 degree angle and stored at room temperature 20-25 degrees celsius. Batch number of novopen echo plus: unknown. The outcome for the event "after giving the dose and measuring bgl has reached 500(hyperglycemia)" was not reported. The outcome for the event "pen is not releasing the insulin dose as expected(device failure)" was not reported. The outcome for the event "an error message has begun to appear during the injection(device image display error)" was not reported. The outcome for the event "left the needle attached to the pen between injections(device stored with needle attached)" was not reported. Since last submission the case has been updated with the following: device fields updated (trained user, operator). Event device stored with needle attached was added. Narrative was updated with other relevant information. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number.

Event description:
Case description: patient generally reuse needles (needle used was droplet needle 4mm) sometimes and leave the needle attached to the pen between injections . Patient reported that same normal force was required to inject, used novorapid insulin and don't re-suspend it. The dosage was calculated based on the recommendations of the treating physician. It was reported that patient have stopped using the novo pen half unit, and currently using the novo pen full unit, and readings have improved a lot. Investigation results: suspect: novopen echo plus, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Imdrf codes (b,c,d,g) updated. Narrative was updated accordingly. Narrative was updated with following information related to novopen and blood glucose. Final manufacturer's comment: 04-jan-2024: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors in the patient identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Product handling error such as storing the device with needle attached between injections can affect the functionality of device. H3 continued: evaluation summary: suspect: novopen echo plus, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.